Event description:
It was reported that the user experienced an urgent low glucose event during the night, with the lowest blood glucose approximately 40 mg/dl, and corrected the hypoglycemia with oral carbohydrates after responding to low alerts; a household member provided chocolate candy, though the user was able to self-manage. Symptoms included sweating consistent with hypoglycemia. Outcomes included transient hypoglycemia without need for medical intervention or hospitalization. Investigation included complaint intake review and troubleshooting with user education regarding hypoglycemia management. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemic episode. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.